Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine had low temperature during heat disinfect mode and the temperature control would not calibrate. During repair, the bmt replaced the temperature sensors, heat exchanger and the heater rod, but that did not resolve the issue. They also found evidence of thermal decomposition on the triac assembly in the power supply. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The power supply was the original fresenius part on the machine. The bmt reported that there was no melting, burning smell, smoke, spark, flame, or arcing observed. The bmt reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine hours were unknown. It is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt replaced the power supply, but that did not resolve the issue. The bmt reported that he is still troubleshooting the low temperature issue. The sample is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.